Event description:
Further follow up reported the patient had the device removed but did not have a replacement.

Event description:
It was reported the patient's implant was damaged when the patient fell in (B)(6) of this year. It was noted, the patient had fallen in the shower about a week after the staples were taken out. Patient had pain in the pocket site after fall. It was noted, the health care professional and the representative tested the device and the device looked okay but the patient had continued pain at the pocket. Reprogramming was attempted but pain continued. It was noted, it had been determined the lead had pulled out of the area where stimulation was intended. It was decided to replace the entire system. Follow up reported, the device had been checked five months prior. The impedances were all normal. The health care professional reported the patient had been doing multiple sit ups and then noticed the stimulation was felt at different areas than before and that there was a loss of therapeutic benefit. Three months prior the health care professional had taken x-ray's which showed the lead had migrated. Replacement was still scheduled. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was fine after the procedure.

Manufacturer narrative:
Product ID, 3093-33 lot# v817299, implanted: 2011 (B)(6), product type lead. (B)(4).